Event description:
It was reported that a probable overdischarge occurred. It was reported that a loss of therapeutic effect occurred. There was no known accident or incident related to this complaint. It was reported that the problem started a week and a half ago with no warning. There were also telemetry issues and an ins overdischarge was suspected. Problems with recharge coupling were primary reason for overdischarge. The ins appeared to be 2 inches deep and tilted in the pocket. The pt had not felt stimulation for 1 to 2 months. The antenna locator was used to potentially resolve the telemetry state. The ins may be flipped. Flip was not confirmed at this time. A pocket revision may need to be performed. The pt had been referred to a surgeon. Refer to MFR report # 3004209178201106624.

Manufacturer narrative:
(B)(4).